Event description:
It was reported that the patient had an infection, location and reason of infection was unknown. The patient underwent an explant procedure. The explanted device will not be returned. No further information has been obtained despite good faith efforts.